Event description:
Complaint alleges: when the surgeon applied the bullet end into the pelvis the suture snapped from the bullet. The bullet stayed in the needle. When he tied the suture, using normal pressure, the suture also snapped. No reported pt injury.

Manufacturer narrative:
No device sample is available for investigation.